Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a patient event, the tempus pro would not stay powered on. The battery appeared to be properly seated and the device would power on, but after a few seconds would lose power. It was noted the battery would not stay seated in the device. The device was in use on a patient at the time of the event, however no patient or user health consequences or harm was reported.

Manufacturer narrative:
Event description updated. Health impact updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a patient event, the tempus pro would not stay powered on. The battery appeared to be properly seated and the device would power on, but after a few seconds would lose power. It was noted the battery would not stay seated in the device. The device was in use on a patient at the time of the event, however no patient or user health consequences or harm occurred. Patient was in stable condition and transported to the hospital.